Manufacturer narrative:
B3: date of event - updated from (B)(6) 2019.

Event description:
It was reported that balloon puncture occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was opened for coronary angioplasty. During the pressure-negative prepping procedure with a syringe gauge, air was coming into the syringe and a balloon puncture was noted. No patient complications were reported. It was further reported at the time when aspiration was performed to make the negative pressure, it was noted that there was blood in the syringe. The procedure was completed with another of the same device. One to two days post procedure, the patient was discharged from the hospital.

Manufacturer narrative:
B3: date of event - updated from 01aug2019 to 28aug2019 device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. Microscopic examination revealed a pinhole over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon puncture occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was opened for coronary angioplasty. During the pressure-negative prepping procedure with a syringe gauge, air was coming into the syringe and a balloon puncture was noted. No patient complications were reported. It was further reported at the time when aspiration was performed to make the negative pressure, it was noted that there was blood in the syringe. The procedure was completed with another of the same device. One to two days post procedure, the patient was discharged from the hospital.

Manufacturer narrative:
Date of event - used (B)(6) 2019, the first day of the month of the aware date as no exact date provided.

Event description:
It was reported that balloon puncture occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was opened for coronary angioplasty. During the pressure-negative prepping procedure with a syringe gauge, air was coming into the syringe and a balloon puncture was noted. No patient complications were reported.